Manufacturer narrative:
Continue section e1 (phone #): (B)(6). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Healthcare professional reported left side rupture and siliconoma. The device has been explanted but not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, d1, d3, d4, g1, g4.

Event description:
Healthcare professional reported left side rupture and siliconoma. The device has been explanted but not replaced.